Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range at less than 0.5mv (millivolts) on the right atrial (ra) lead. The stored electrograms (egms) recorded atrial undersensing. The pacing outputs are currently programmed to fixed at 3.5v (volts). Further review of sensitivity settings was recommended. At this time, the device and lead remain in-service. No adverse patient effects were reported.